Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent tah/bso.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy and gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.